Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleged that the lead fractured causing the patient to receive inappropriate therapy. The lead remains in use. No further patient complications have been reported as a result of this event.